Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the patient underwent the index procedure with deployment of one promus drug eluting stent to the mid left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi iii flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 600 mg. Clopidogrel 75 mg daily dosing was started on (B)(6) 2010. The patient started aspirin 325 mg dosing on (B)(6) 2010. On (B)(6) 2010, the patient was experiencing the onset exertional chest pain associated with walking, shortness of breath and vomiting. The patient was rehospitalized on (B)(6) 2010 and underwent revascularization of the mid lad during which a promus stent was deployed. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of restenosis, angina, nausea and dyspnea, as listed in the promus instructions for use, are known adverse events associated with percutaneous coronary and treatment procedures including coronary stent use in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.